Event description:
It was reported the patient was was being externally paced at 80bpm atrially, after leaving the operating room, when the nurse noticed the battery light flashing. When the battery was changed, the device would not turn on or maintain power. The old batteries were placed back into the epg, and the a and v pace lights turned on, but the rest of the monitor remained off. A new device was attached to the patient. The patient had their own stable intrinsic rhythm, so no injuries occurred as a result of the event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device was not returned for evaluation, but information received from the hospital biomed confirmed the event occurred because of a low battery. When the battery was tested, its voltage was found to be 6.5v. A new battery should have a voltage of 9v. When the battery was tested in the device, the biomed found the same reported scenario occurred. When the battery was changed to a new one, the device powered on, flashed lights, and began what appeared to be a normal pacing rhythm.